Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging device has strange odor, burning/smoking/electric odor. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an observed an unknown contaminant on the front panel. An unknown dust contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. Keratin-like contamination was observed around the blower output seal. ER-2243857(v01) addresses the issue of keratin. There was no evidence of any thermal issue to the device to confirm the customer complaint of smoke odor. The odor that the patient smelled was more than likely from the foam degradation inside the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer supplied power to the device using a known good power supply and power cord, and manufacturer was able to confirm that the device powers up and provides airflow. During confirmation of airflow, technician did not observe any type of odor or smoke coming from the device. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and was not able to confirm the complaint or address the symptoms specified.

Manufacturer narrative:
The manufacturer previously reported on this device in 2518422-2025-036442. This report was submitted as a duplicate report of the previously submitted report.